Event description:
The device was used during a colectomy procedure. Reportedly, the staple line was incomplete and bleeding occurred. The surgeon manually sutured and applied cautery to complete the procedure. The hosp has reported no patient injury occurred.